Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additonal information was received from a company representative. A dye study scheduled for tuesday (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative. They were doing a catheter access port (cap) dye study on (B)(6) 2017, and the hcp was unable to aspirate fluid from the cap and pushed dye through the cap. The hcp was not seeing any dye in the catheter. The manufacturing representative was unsure if the dye was pooling behind the pump. They did a roller study, and that was negative. Logs showed no stalls. There was concern with not being able to aspirate fluid from the cap and catheter patency.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. On (B)(6) 2016 a volume discrepancy with the actual residual volume (arv) of 17 ml and an expected residual volume (erv) of 3 ml was reported. It was indicated this was the first refill after pump replacement on (B)(6) 2016. The hcp was already submitting the request to do a dye study. It was noted that the hcp reported he did a back table prime and connected using the existing catheter. The hcp did not the catheter ¿didn¿t drip¿ when he connected it, which was clarified as the hcp meant there was no back flow noted when he connected the catheter. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.